Event description:
It was reported by the customer that the drug (not baxter product) can't pass the filter. This was noticed before use. There was no patient involvement, injury or any other medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: two samples were available for evaluation. Visual inspection was performed and a blocked fluid path was observed. Each sample was pressure tested at 8 psi to the proximal end of the set (filter) to determine if the fluid path is blocked. Both sets are blocked at the male luer (distal end). The reported condition was confirmed. The root cause was not determined.